Event description:
The customer stated a (B)(6) architect hbsag qualitative result was generated for one patient sample on the architect i2000sr analyzer. On (B)(6), the patient generated a (B)(6) result. On (B)(6), another sample was collected from the patient and generated a (B)(6) qualitative result with a (B)(6) result. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect hbsag qualitative assay list number 1p97-30, that has a similar us product distributed in the us, architect hbsag, list number 1l80. An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.